Manufacturer narrative:
(B)(4). Estimated date of event and therapy date. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design, or labeling of the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event.

Event description:
It was reported that the procedure was performed on (B)(6) 2014. A 2.5 x 23 mm mini vision stent was implanted in the mid right coronary artery (rca), and a 2.25 x 28 mm mini vision stent was implanted in the mid left anterior descending artery. On an un-specified date in (B)(6) 2015, the patient developed a rash. The physician prescribed antibiotics, and the rash went away; however, reoccurred in the last few days. No further treatment has been planned. No additional information was provided.